Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (5,000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was spinal pain. The patient¿s other medications were not available. The patient¿s medical history indicated that the patient was a smoker. It was reported that the patient had complained of an increase in original pain for a few months. The patient denied any fall or inciting event. On (B)(6) 2016, cap (catheter access port) aspiration was negative at the refill and the cause could not be determined. An abdominal CT was done, but did not identify any catheter or anchor abnormalities or cause for the negative cap aspiration. On (B)(6) 2016, the patient was taken to surgery and the existing catheter was found to have retracted from the intrathecal space and was coiled near the anchor. The entire catheter was removed and a new catheter was place without difficulty. The pump was emptied, rinsed x1 with preservative free normal saline, and then refilled with 8 ml of fentanyl 5,000 mcg/ml and 32 ml of preservative-free normal saline for new decreased concentration of 1 ,000 mcg/ml. A back table prime was done for 0.3 ml and the simple continuous dose was decreased to 200 mcg/day with patient activated doses of ¿50 mcg q1 hr x 16.¿ patency was confirmed via cap aspiration with good return of csf (cerebrospinal fluid) before closing. A catheter only prime was done. The issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.